Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reason. The explanted device components will not be returned. No additional information was obtained despite good faith effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18090810/18598356/18389391. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 18663598.